Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer treated with food. Customer's blood glucose value was 28 mg/dl at time of incident. Customer's current blood glucose value was 117 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer allege pump was over delivering and saw pump was delivering insulin while in automode. The product was returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Insulin pump passed the delivery accuracy test. Device communicated properly with glucose sensor simulator and the gst3c transmitter; the correct test bg value was displayed on the sensor glucose graph screen. The auto mode feature activated properly and functioned properly during testing. No unexpected low dropping of bg or over delivery anomalies while monitoring. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label and corroded battery tube.